Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9050846. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that needle retraction failure occurred during use with a intima-ii y 20gax1.16in prn/ec slm. The following information was provided by the initial reporter, "the patient in 7.25, a full hysterectomy and a double-sided fallopian tube excision, in accordance with the doctor's instructions in 7.25 7.00 to give pre-surgery preparation, the use of closed vein retention needle to establish an intravenous channel, the use found that the hose and needle core can not be separated, can not be pulled out of the needle core, resulting in a second puncture."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a intima-ii y 20ga x 1.16in prn/ec slm. The following information was provided by the initial reporter, "the patient in 7.25, a full hysterectomy and a double-sided fallopian tube excision, in accordance with the doctor's instructions in 7.25 7.00 to give pre-surgery preparation, the use of closed vein retention needle to establish an intravenous channel, the use found that the hose and needle core can not be separated, can not be pulled out of the needle core, resulting in a second puncture."